Manufacturer narrative:
Product analysis #296355568:¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the react-71 catheter was returned for analysis within a shipping box, a plastic bio-pouch, an opened react-71 outer carton (b492641), and a plastic resealable pouch. ¿ damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found damaged (kinked) at ~10.0cm and at ~98.5cmfrom the proximal end of the catheter hub. The react-71 catheter body was found damaged (stretched) from ~26.0cm to ~20.0cm from the catheter distal tip. The react-71 catheter distal tip was found damaged (crushed). No breaks or separations were found with the react-71 catheter. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage/stretched¿, ¿catheter resistance¿, and ¿difficult navigation¿ reports were confirmed. The react-71 catheter can become damaged (kinked/stretched) due to patient vessel tortuosity, advancing/retrieving an intraluminal device against resistance, or excessive force used in procedure (pushing and pulling). Difficult navigation can be caused by patient vessel tortuosity, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. It is possible that the damaged react-71 catheter distal tip contributed to the difficult navigation subsequently causing the catheter to become kinked and/or stretched. It is possible that the react-71 catheter became stretched while removing the stent against resistance. However, the cause of the catheter damage and difficult navigation could not be determined. Regarding the customer¿s ¿catheter separation/break¿ report, the issue could not be confirmed as no breaks or separations were found with the returned react-71 catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a sense of hindrance during negative pressure suction, and nothing could be drawn. The thrombus was pulled out through the stent and the patient recovered well. Vessel tortuosity was normal. No patient symptoms were reported related to the event.

Event description:
Medtronic received a report that in the process of pushing react71 to go upper, the middle part was kinked, and the force could not be transmitted to the distal end. After adjusting it once, pushed it to go upper again, and completed two suctions, but the thrombus could not be extracted. After using the stent, wanted to remove the thrombus by combining drawing and pulling, but the stent could not be pulled out from the intermediate catheter. After withdrawing as a whole, it was found in vitro that the entire tube of react71 had been broken, and the catheter was pulled horizontally. The catheter was like a rubber band that lost its elasticity, and the tip end was also found to be deflated. Catheter resistance occurred in the middle section. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.